Manufacturer narrative:
Results: seven complete eclipse samples were received in a canister along with a loose eclipse safety shield. A visual inspection of the loose safety shield did not identify any physical defects. A simulated use test was performed on each of the seven complete units by hand activating them to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6217650. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as a teacher was teaching the lab to use a 22 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter on a fake arm, she pushed the safety over the needle and it broke off at the hub leaving the needle exposed. There was no report of injury or medical intervention.